Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The distributor reported on behalf of the product user that the listed device was going to be used to replaced a tracheostomy tube in situ, but it was found to have a hole in it. Additional information regarding the event and the reported device issue has been requested; no additional information has been made available at this time. The reporter indicated that no adverse health effects resulted from the reported product issue.